Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. The patient was in fill 2 of 5 when the alarm went off. Additional information was obtained through follow-up with the pd patient¿s contact. The alarm reportedly went off in the middle of the night, and the contact subsequently contacted ts for assistance. After failing to bypass the alarm, the patient¿s treatment on the cycler was discontinued. When the cycler set was removed from the cycler, the contact noticed that the cassette compartment and the cassette itself were wet. There were no tears, cuts, or punctures identified on the cassette. The patient did not complete their treatment. Upon informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and to notify their pd nurse. A replacement cycler was issued to the patient. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. In the absence of the cycler, the patient performed manual exchanges, or continuous ambulatory pd (capd) therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. It was confirmed the replacement cycler was received, and the patient was continuing their pd therapy on the replacement without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded. Additionally, there were no companion samples available for return.